Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient was treated for a 6.6 cm thoracic aortic aneurysm. The aneurysm was reported to have dilated proximal to the original talent stent graft. Debranching of the great vessels and extending from the ascending aorta distal to bypass grafts down into original graft was done. There was no endoleak of the original talent stent graft. Three valiant captivia stent grafts were implanted to treat the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm expansion), patient¿s condition affected effectiveness of device (disease progression; aneurysm extended proximal to the originally treated taa); evaluation, conclusion: device failure related to patient condition (disease progression; aneurysm extended proximal to the originally treated taa), known inherent risk of a procedure (aneurysm expansion).